Event description:
A 5 french double lumen solo powerpicc was placed in the right brachial vein. Eight days later the red PICC lumen would not draw or flush. One milligram of tpa was instilled with resistance. Later, tpa and blood was aspirated from the red lumen and the lumen flushed. The following day the purple PICC lumen would not aspirate or flush. Tpa was instilled with moderate resistance. Later, the vascular access specialty team (vast) attempted and was unable to aspirate blood or tpa from the lumen. The PICC dressing was changed to check for kinks in the line. No kinks were found. A second dose of tpa was instilled in the line. Later, the second dose of tpa and blood was aspirated and the line was flushed. Subsequently, drawing blood and infusion was difficult at times so the triple lumen powerpicc was changed over a wire. When the PICC was removed it presented with a hole at the 11 cm mark. The double lumen powerpicc was not working correctly. The change over wire completed to triple lumen powerpicc. When removing double lumen, bulging area noted at 11cm. PICC was leaking at this time (approximately 4cm inside of patient). The PICC was removed from the patient and the physician notified.